Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, h3, h6: a product investigation was conducted. Visual inspection: 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345770, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the shaft of the device was broken near the proximal end. Small fragment from the broken pieces was not returned at cq. The distal tip of the device was slightly worn. Rest of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Thus, the complaint is being confirmed. Dimensional inspection: dimensional inspection of the received device was performed at cq. The shaft diameter of the device was measured and is within the specification as per the relevant drawing. Document/specification review: the relevant drawing(s) was reviewed: no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for 5mm hex flexible screwdriver (part# 03.037.028, lot# 9345770) as shaft of the device was broken. While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot: 9345770, manufacturing site: hägendorf, release to warehouse date: 12.may.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on january 20, 2021, while resetting trays and putting them back together, it was noticed that the screwdriver was broken. It was in good working order during the previous case. There was no patient involvement. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).